Event description:
Device #3 of 4: reference MFR. Report # 1627487-2017- 07998, 3006705815-2017-07233, 1627487-2017-07999:

Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report#: 1627487-2017- 07998, 3006705815-2017-07233, 1627487-2017-07999: it was reported that the patient developed an infection and the entire scs system was explanted (date unknown).